Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion the physician was unable to loosen the right ventricular (rv) distal set screw even after using mineral oil and non-torque wrenches. Prior to any further troubleshooting techniques, it was noted that the rv lead insulation was bunched. Subsequently the lead was cut and surgically abandoned. Since the patient is not rv pace dependent, the rv port on the new device was plugged and programmed to aair.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.